Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument would not fire. The hosp has reported no pt injury occurred. A new instrument was used.